Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an nrg transseptal needle was selected for used during an myocardial ablation procedure. It was observed that the nrg rf had poor energization efficiency. The radio frequency was attempting three times, and once delivered, the needle did not cross the septum. Therefore, both connector cable and nrg needle were replaced. No patient complications were reported. The procedure was complete successfully. The device is not expected to be returned for analysis.